Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united sates. It was reported that the patient experienced occlusion issues due to bent cannula on (B)(6) 2026 which leads to high blood glucose levels due to scar tissues. The site location was thigh and upper buttocks. The high blood glucose levels were treated by correction injection via mdi (multiple daily injections). No further information available.